Manufacturer narrative:
Additional information became available on 02 december 2025. The patient reported the cannula was still visible after the pod was removed. Hence, there was no needle mechanism failure. Insulet¿s analysis of the provided information deems that reporting requirements are not met, therefore, this case is deemed not reportable.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels rose to over 20 mmol/l (360 mg/dl) while wearing the pod between 1 and 4 hours on the arm. The cannula was initially inserted into the skin, but was not visible when removed. The cannula retracted, indicating a needle mechanism failure. Additionally, the patient reported he did not hear the sound of insulin delivery from the pod.